Event description:
Device malfunction: rx acculink tip detachment. Time of malfunction: during removal of the rx acculink delivery catheter. Symptoms/ae: none. It was reported that during a stenting procedure of the left internal carotid artery, the tip of the rx acculink delivery system detached and remained on the rx accunet guidewire. It was observed that the rx accunet was deployed 2 cm distal to the lesion and after pulling back the rx acculink delivery catheter out of the body, the distal tip of the stent catheter remained on the guidewire, proximal to the bushing of the rx accunet. The rx accunet was unable to be retrieved with recovery catheter 1 or 2, due to the tip on the guidewire, so a non-abbott guiding catheter was advanced through the implanted stent and both the filter basket and tip were removed through the guiding catheter. The target lesion has a history of previous endarterectomy. A final angiogram revealed successful revascularization results. There were no pt effects throughout the procedure. No add'l info is available.

Manufacturer narrative:
Result: quality engineering was unable to determine a conclusive root cause for this failure mode. Evaluation summary: quality assurance analysis of the returned unit revealed that the rx acculink was returned with blood visible throughout the shaft and on the handle. The stent had been deployed and was returned. There were two kinks in the hypotube located at the strain relief tubing and 92 cm distal to the strain relief tubing. The soft tip of the catheter was separated at the guidewire lumen and was located on the bushing of the proximal end of the rx accunet filter basket. There was 1.1 mm of guidewire lumen, along with the distal marker band still attached to the proximal end of the separated tip. The handle was returned in the unlocked position and the slider was located at the distal end of the handle. There was no other damage on the catheter to report. The tip was sent to the sem (simulating electron microscope) lab for analysis. Quality engineering has reviewed the incident report and the analysis of the returned device. It was reported that the stent had been deployed and was not returned. Two kinks in the hypotube located at the strain relief tubing and 92 cm distal to the strain relief tubing. The soft tip of the catheter was separated at the guidewire lumen with 1.1 mm of guidewire lumen, along with the distal marker band still attached to the proximal end of the separated tip near the tip pump and was located on the bushing at the proximal end of the rx accunet filter basket. No other anomalies were observed on the catheter. Sem analysis suggests that the failure of the device may be attributed to separation of the tip/guidewire lumen, which exhibited necking and tearing, typical of tensile overload. Quality engineering did not find any lot-to-lot correlation, material anomaly or raw material discrepancy related to the event. A review of the lot history record did not reveal any non-conforming material reports which could have contributed to this complaint. Quality engineering was unable to determine a conclusive root cause, however, will continue to monitor this failure mode. This MDR is considered closed by the quality assurance dept.